Manufacturer narrative:
(B)(4). Approximate age of device ¿ 23 days. The device remains in use supporting the patient. A correlation between the device and the reported event could not be conclusively determined. Cardiac tamponade, bleeding, cardiac arrhythmia, hepatic dysfunction, stroke, and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. On (B)(6) 2016, the patient was admitted emergently from a rehabilitation center with chest and abdominal pain. The patient experienced chest discomfort associated with decreased pump flow/decreased cardiac/vad output, increased central venous pressure and elevated prothrombin time values. A bedside transthoracic echocardiogram suggested cardiac tamponade physiology. The patient decompensated to cardiac arrest while being prepared for the operating room and was bolused with over 1 liter of intravenous fluids and the initiation of vasoconstrictors for blood pressure support. The patient lost consciousness and had no detectable blood pressure, followed by loss of spontaneous heart rhythm. A code response was rapidly initiated, airway established and acls medications given. The patient's chest was reopened emergently at the bedside with restoration of varying heart rhythms; multiple defibrillations were required using external pads for intermittent ventricular fibrillation. Additional external cardiac massage was performed and the patient was taken to the operating room as soon as it was prepared. Evacuation of a pericardial clot was performed and central va extracorporeal membrane oxygenation was initiated. The patient also suffered acute hepatic dysfunction. It was reported that the lvad was working as expected and there was no oozing from any part of the device. On (B)(6) 2016, upon extubation following the cardiac down time and surgical procedure, the patient was found to be confused with impaired language. A CT scan revealed peripheral hypodensities in the bilateral occipital lobes that reportedly may be secondary to hypoxic-ischemic injury, although other etiologies such as hypertensive encephalopathy or posterior reversible encephalopathy syndrome may be considered. The patient was on warfarin at the time of the event. The vad coordinator reported that the neurological event was felt to be related to the cardiac arrest/patient down time. No additional information was provided.